Manufacturer narrative:
(B)(6).(B)(4).

Event description:
Simultaneous deployment two ts were both released together when surgeon stimulated delivery system to push. Follow up received from account: the procedure was a meniscal suture which was completed successfully with a backup device after a 10 minute delay. No implants were left unsupported. The meniscus had already been pierced by the needle and the t1 deployed.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent on two planes. The actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle. T1 is missing from the construct. T2 and suture were returned. The suture is heavily frayed where t1 would be located. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).